Manufacturer narrative:
Visual inspection of retain sample included one carton and the three pouched wraps inside showing no obvious defects. Evaluation of the complaint history confirms this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. Review of the manufacturing attributes and variable quality checks associated with this batch indicate all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c). There were no wrap variable or attribute defects recorded for the batch. Review of the packaging attribute quality checks associated with this batch indicates all required in process inspections were performed and all inspection criteria was met. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The investigation summary stated: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Blister and burn/blister and burn/scald like marks [burns second degree] , did not check her skin under the product while wearing it but did read the usage instructions before hand [intentional device misuse] , her pain still remained [device ineffective] , for back pain [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder and wrist) (device lot number: m74984, expiry date: sep2018) from (B)(6) 2018 for lower back pain and stiff neck. The patient's medical history was not reported. Concomitant medications included ferrous fumarate taken at 200 mg, twice daily for anaemia and vitamin d taken at 10 ug, twice daily for low vitamin d. The patient was not pregnant at the time of the report. It was reported that the patient had been using lower back wraps for numerous years and always found they helped to ease her lower back pain, never experiencing any problems. However, on (B)(6) 2018, the patient used the neck, wrist and shoulder wraps. She placed the wrap on at 08:30 am and removed at 3 pm, as her neck felt hot and itchy. Later in the day, she discovered a blister and burn/scald like marks which she felt upset about as it was not what she expected them to do. She also experienced a rash along side the blisters/burns. The patient was aware of how to use the wraps, tightness and duration to be applied for due to her past usage. The patient stated that she felt much let down by the product as her pain still remained, on top of which she was further injured due to using the wraps. She stated that her hair actually hurt when making contact with said scald/ burn marks. The patient was not under the care of a physician for any medical conditions. She assessed her skin tone as medium and denied having sensitive skin or any abnormal skin conditions. The patient had not previously used other heat products for pain relief or experienced the same problem. The patient was using the 'red box' thermacare heatwrap when she experienced the events. The patient did not engage in any exercise while using the product. She did not check her skin under the product while wearing it but did read the usage instructions before hand. The patient did not receive any treatment or seek help from a healthcare professional as a result of the events. Action taken with thermacare heatwrap in response to the events was temporarily withdrawn on (B)(6) 2018. Clinical outcome of the blister and burn/blister and burn/scald like marks was resolved on (B)(6) 2018. The outcome of all other events was resolved on unknown dates. Additional information received from product quality complaint (pqc) group included investigation results. Visual inspection of retain sample included one carton and the three pouched wraps inside showing no obvious defects. Evaluation of the complaint history confirms this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. Review of the manufacturing attributes and variable quality checks associated with this batch indicate all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c). There were no wrap variable or attribute defects recorded for the batch. Review of the packaging attribute quality checks associated with this batch indicates all required in process inspections were performed and all inspection criteria was met. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The investigation summary stated: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 28jun2018, investigation results received from pfizer quality operations includes conclusion: the root cause category is non-assignable (complaint not confirmed). The cause of the alleged too hot wrap is inconclusive since the consumer return sample is not available from consumer for evaluation by the site and review of records does not provide evidence to support defective product. The return sample would allow for a thorough analysis of the wrap to determine if there were any issues during manufacturing processes. This analysis would identify if there were any bonding issues with the two layers of the cell packs that encapsulate the chemistry mix causing a hot cell. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Retained samples met the product description and the product is within expiration date. Qa summary and impact: qa agrees with the root cause category non-assignable (complaint not confirmed). The cause of the alleged too hot wrap is inconclusive since the consumer return sample is not available from consumer for evaluation by the site and review of records does not provide evidence to support defective product. There is no market action recommended. Batch m74984 nsw remains in released status. Additional information has been requested and will be provided as it becomes available. Follow-up (12may2018): new information received from a contactable consumer includes: suspect product lot number and expiration date. Follow-up (14jun2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Subsumed events 'pruritus' and 'hair actually hurt when making contact with said scald/ burn marks' under event 'second degree burn'. Follow-up (18jun2018): new information received from the same contactable consumer includes: patient details, suspect product start/stop dates, additional suspect product indication, action taken with the suspect product, concomitant medications, reaction data (additional event of intentional device misuse), clinical outcome of the events and no therapeutic measures taken. Follow-up (28jun2018): new information received from pfizer quality operations included: product quality investigation results., comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Visual inspection of retain sample included one carton and the three pouched wraps inside showing no obvious defects. Evaluation of the complaint history confirms this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. Review of the manufacturing attributes and variable quality checks associated with this batch indicate all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c). There were no wrap variable or attribute defects recorded for the batch. Review of the packaging attribute quality checks associated with this batch indicates all required in process inspections were performed and all inspection criteria was met. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The investigation summary stated: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blister and burn/blister and burn/scald like marks/neck felt hot [burns second degree] , her pain still remained [device ineffective] , for back pain [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m74984, expiry date: sep2018) from an unknown date for lower back pain. The patient's medical history and concomitant medications were not reported. It was reported that the patient had been using lower back wraps for numerous years and always found they helped to ease her lower back pain, never experiencing any problems. However, on (B)(6) 2018, the patient used the neck, wrist and shoulder wraps. She placed the wrap on at 08:30am and removed at 3pm, as her neck felt hot and itchy. Later in the day, she discovered a blister and burn/scald like marks which she felt upset about as it was not what she expected them to do. The patient was aware of how to use the wraps, tightness and duration to be applied for due to her past usage. The patient stated that she felt much let down by the product as her pain still remained, on top of which she was further injured due to using the wraps. She stated that her hair actually hurt when making contact with said scald/ burn marks. Action taken with thermacare heatwrap in response to the events was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Visual inspection of retain sample included one carton and the three pouched wraps inside showing no obvious defects. Evaluation of the complaint history confirms this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. Review of the manufacturing attributes and variable quality checks associated with this batch indicate all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c). There were no wrap variable or attribute defects recorded for the batch. Review of the packaging attribute quality checks associated with this batch indicates all required in process inspections were performed and all inspection criteria was met. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The investigation summary stated: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12may2018): new information received from a contactable consumer includes: suspect product lot number and expiration date. Follow-up (14jun2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Subsumed events 'pruritus' and 'hair actually hurt when making contact with said scald/ burn marks' under event 'second degree burn'., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Visual inspection of retain sample included one carton and the three pouched wraps inside showing no obvious defects. Evaluation of the complaint history confirms this is the first complaint for the sub class adverse event safety request for investigation received at the (B)(4) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. Review of the manufacturing attributes and variable quality checks associated with this batch indicate all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c). There were no wrap variable or attribute defects recorded for the batch. Review of the packaging attribute quality checks associated with this batch indicates all required in process inspections were performed and all inspection criteria was met. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The investigation summary stated: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blister and burn/blister and burn/scald like marks/ [burns second degree] , did not check her skin under the product while wearing it but did read the usage instructions before hand [intentional device misuse], her pain still remained [device ineffective], for back pain [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m74984, expiry date: sep2018) from (B)(6) 2018 for lower back pain and stiff neck. The patient's medical history was not reported. Concomitant medications included ferrous fumarate taken at 200 mg, twice daily for anaemia and vitamin d taken at 10 ug, twice daily for low vitamin d. The patient was not pregnant at the time of the report. It was reported that the patient had been using lower back wraps for numerous years and always found they helped to ease her lower back pain, never experiencing any problems. However, on (B)(6) 2018, the patient used the neck, wrist and shoulder wraps. She placed the wrap on at 08:30am and removed at 3pm, as her neck felt hot and itchy. Later in the day, she discovered a blister and burn/scald like marks which she felt upset about as it was not what she expected them to do. She also experienced a rash along side the blisters/burns. The patient was aware of how to use the wraps, tightness and duration to be applied for due to her past usage. The patient stated that she felt much let down by the product as her pain still remained, on top of which she was further injured due to using the wraps. She stated that her hair actually hurt when making contact with said scald/ burn marks. The patient was not under the care of a physician for any medical conditions. She assessed her skin tone as medium and denied having sensitive skin or any abnormal skin conditions. The patient had not previously used other heat products for pain relief or experienced the same problem. The patient was using the 'red box' thermacare heatwrap when she experienced the events. The patient did not engage in any exercise while using the product. She did not check her skin under the product while wearing it but did read the usage instructions before hand. The patient did not receive any treatment or seek help from a healthcare professional as a result of the events. Action taken with thermacare heatwrap in response to the events was temporarily withdrawn on (B)(6) 2018. Clinical outcome of the blisters, burn like marks and soreness was resolved on (B)(6) 2018. The outcome of all other events was resolved on unknown dates. Additional information received from product quality complaint (pqc) group included investigation results. Visual inspection of retain sample included one carton and the three pouched wraps inside showing no obvious defects. Evaluation of the complaint history confirms this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. Review of the manufacturing attributes and variable quality checks associated with this batch indicate all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c). There were no wrap variable or attribute defects recorded for the batch. Review of the packaging attribute quality checks associated with this batch indicates all required in process inspections were performed and all inspection criteria was met. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The investigation summary stated: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12may2018): new information received from a contactable consumer includes: suspect product lot number and expiration date. Follow-up (14jun2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Subsumed events 'pruritus' and 'hair actually hurt when making contact with said scald/ burn marks' under event 'second degree burn'. Follow-up (18jun2018): new information received from the same contactable consumer includes: patient details, suspect product start/stop dates, additional suspect product indication, action taken with the suspect product, concomitant medications, reaction data (additional event of intentional device misuse), clinical outcome of the events and no therapeutic measures taken., comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] blister and burn/blister and burn/scald like marks/neck felt hot [burns second degree] , her pain still remained [device ineffective] , neck felt itchy [pruritus] , hair actually hurt when making contact with said scald/ burn marks [hair injury] , for back pain [device use issue] , . Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unknown date for lower back pain. The patient medical history and concomitant medications were not reported. It was reported that the patient had been using lower back wraps for numerous years and always found they helped to ease her lower back pain, never experiencing any problems. However, on (B)(6) 2018, the patient used the neck, wrist and shoulder wraps. She placed the wrap on at 08:30 am and removed at 3 pm, as her neck felt hot and itchy. Later in the day, she discovered a blister and burn/scald like marks which she felt upset about as it was not what she expected them to do. The patient was aware of how to use the wraps, tightness and duration to be applied for due to her past usage. The patient stated that she felt much let down by the product as her pain still remained, on top of which she was further injured due to using the wraps. She stated that her hair actually hurt when making contact with said scald/ burn marks. The action taken with thermacare heatwrap in response to the events and the outcome of the events were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Blister and burn/blister and burn/scald like marks/neck felt hot [burns second degree], her pain still remained [device ineffective], neck felt itchy [pruritus], hair actually hurt when making contact with said scald/ burn marks [hair injury], for back pain [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m74984, expiry date: sep2018) from an unknown date for lower back pain. The patient's medical history and concomitant medications were not reported. It was reported that the patient had been using lower back wraps for numerous years and always found they helped to ease her lower back pain, never experiencing any problems. However, on (B)(6) 2018, the patient used the neck, wrist and shoulder wraps. She placed the wrap on at 08:30am and removed at 3pm, as her neck felt hot and itchy. Later in the day, she discovered a blister and burn/scald like marks which she felt upset about as it was not what she expected them to do. The patient was aware of how to use the wraps, tightness and duration to be applied for due to her past usage. The patient stated that she felt much let down by the product as her pain still remained, on top of which she was further injured due to using the wraps. She stated that her hair actually hurt when making contact with said scald/ burn marks. Action taken with thermacare heatwrap in response to the events was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (12may2018): new information received from a contactable consumer includes: suspect product lot number and expiration date. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device.